Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was in disconnected mode, it also says critical override. A field service engineer (fse) contacted customer and advised her to reach out to information technology (it) to confirm the network port status. Customer later contacted fst and reported that the router in the communication closet was powered off. Once the router was turned back on, the medstation resumed normal communication. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline on remote smart service and in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.